Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Implant date: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Explant date: if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. Complaint reporter first name: unknown, information not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dcb00 model intraocular lens (iol) had haptic broke off while advancing the lens. There was no patient contact, no injury and no medical/surgical interventions were done. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 7/21/2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position and in good condition. The pushrod was observed in its correct orientation. Residues of viscoelastic material were observed on cartridge. The cartridge tube was observed crack. The lens was also observed stuck in cartridge and override. It was too hard to remove the lens from the cartridge to address the condition reported. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported could not be verified. Based on the analysis of the return, there is no indication of product quality deficiency. . Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.